Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381023 and lot number 4070005. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd iag bc pro global was unable to connect to the mating component. The following information was provided by the initial reporter, translated from french to english: ¿while perfusing a patient, it was impossible to connect the catheter with the bidirectional valve. Something seemed to be blocking inside the catheter, making it impossible to connect the bidirectional valve (ref (B)(4) from becton-dickinson). Attempted to change valve but problem persisted. Valve functional with another catheter. Patient had to be infused again, no problem with new catheter. " received from customer (B)(6) 2025: ¿ was the device being used on the patient when the problem occurred? Yes. ¿ has the patient or user been harmed? If yes, please explain. Yes, need to infuse the patient again. ¿ were the nursing staff present when the problem occurred? Yes. ¿ in case of leakage, please confirm the liquid that has escaped. Leakage of saline. ¿ was additional medical/medication intervention required? If yes, please explain. Yes, patient reperfusion. ¿ have health care workers been exposed to blood or body fluids? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.